Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an incision that the lifevest rubbed against and caused to open. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of the lifevest until the area healed. Outcome of the skin irritation is unknown.